Event description:
It was reported that a pumps audio function is not present. The customer also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for an eval. Therefore, an eval could not be performed. Should the device be returned, and add'l info is discovered, a supplemental report will be submitted.